Event description:
New information received notes there was no malfunction seen on the device. It was also noted the patient was discharged in good condition.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Correction: d9 date returned to manufacturer should have been (B)(6), 2020. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported the patient presented in the hospital with syncope and bradycardia. Further information was requested, but not provided.